Manufacturer narrative:
(B)(4). Date sent: 10/27/2020 d4: batch # t9588g investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." It should be noted that as part of our quality process all, devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch#: unk. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy the surgeon noted that on the second firing of the clip applier there was a malfunction. The first clip deployed properly. The second clip scissored, cutting through the vessel. The device was removed from the patient and fired outside of the patient, where they noticed another scissored clip. Another el5ml was opened and used, procedure was successfully completed, and there was no patient consequence.